Manufacturer narrative:
Reporting address postal: (B)(6).

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse), reporting a proximal pressure sensor auto-zero failed message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm there was no patient or user impact. The device did not meet specification for intended use and was removed from service. The pse evaluated the device and verified the diagnostic code 110b (proximal pressure sensor auto-zero failed) in review of the device event log confirming the error. The pse replaced the flow sensor to resolve the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.